Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
It was reported that, during patient use, the ventilator shut down. The patient was removed from the ventilator and transferred to a second ventilator. The customer reported that the patient expired. The customer is not alleging that the ventilator contributed to the patient outcome. The biomed evaluated the ventilator and did not duplicate the event; the customer requesting evaluation by a service engineer (se).

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.